Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2019-11047. It was reported that patient was experiencing ineffective therapy. X-ray imaging confirmed one lead had fractured. As a result, surgical intervention was undertaken where in the lead was explanted and replaced. Issue resolved. It is unknown which lead was fractured. As a result, both leads will be reported.